Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 20 cm (8") pur smallbore ext set w/3-port nanoclave® manifold, check valve, nanoclave®, rotating luer was found to be ruptured during patient use. The following issue was reported by the customer: ¿the manifold was found on the patient¿s bed by the nurse with a spontaneous rupture of the valve. The patient was calm, the incident occurred without any intervention by the nurse. No clinical consequences for the patient. The infusion line was changed. This incident took place at the medical intensive care unit¿. Pictures of the device were not provided. The status of the product at the time of event is unknown. The product is available for evaluation. There were no visible signs of malfunction, damage, or problems, the medication used was noradrenaline (nad). The customer stated there was no leak, but the patient experienced a drop in blood pressure due to a lack of nad and nearly went into cardiac arrest, the incident has caused severe hypotension (bp = 40 mmhg), requiring unspecified emergency intervention by a resident and a senior doctor. The lot number could not be provided because the devices were placed approximately 48 hours before the incident.

Manufacturer narrative:
One (1) used. List #011-am3002, 20 cm, and one (1) used unknown, manifold with 6-port were returned for evaluation. As received some noradrenaline residuals were observed inside the #011-am3002 and the nano clave body was observed to be stuck in the mating device and no silicone seal plug was returned. The spike of the nano clave was observed to be bent. The inner diameter of the returned mating device was measured finding within spec. The complaint of rupture on the valve can be confirmed based on the used physical sample evaluation. The probable cause is unknown. A device history (DHR) review could not be conducted because no lot number(s) was/were identified. D4 - primary UDI number - update; d9 - date returned to mfg: 7/8/2024.